Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation reported as rupture, capsular contracture, baker grade unknown and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "my right breast implant is ruptured, I have loose silicone throughout the whole right breast implant cavity", ¿breast started to become misshapen¿, ¿scar tissue began to form around the implant making my right breast very hard and causing it to rise up on my chest towards my collarbone¿, ¿the implant is uncomfortable and unsightly¿. Additional event of capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5083528. Device evaluation: analysis of the returned device identified: opening extended on radius, yellow particles and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius, stress marks, wear abrasion and creases fold. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Patient reported right side "my right breast implant is ruptured, I have loose silicone throughout the whole right breast implant cavity", ¿breast started to become misshapen¿, ¿scar tissue began to form around the implant making my right breast very hard and causing it to rise up on my chest towards my collarbone¿, ¿the implant is uncomfortable and unsightly¿. Additional event of capsular contracture, baker grade unknown. Device was explanted.

Event description:
Device was explanted.